Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU), states: note the product use by date specified on the package. In this case, it is likely the IFU deviation contributed to the reported event. In addition, the IFU also states: note the product use by date specified on the package. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017 - use after expiration. The stent remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a target lesion in the right coronary artery (rca). During the procedure, a perforation occurred. The 3.5 x 19 mm graftmaster stent was implanted without difficulty and successfully sealed the perforation. There were no adverse events related to the use of the graftmaster stent and no device issues. It was noted that the graftmaster stent was implanted after expiration date. No adverse patient effect was reported related to the use after expiration. No additional information was provided.